Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected ft4 result from a single patient sample using a vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. The result was considered lower than expected when compared to a vitros ft4 result from the same sample obtained from a different lot of vitros ft4 reagent. Patient sample 1 result of 1.34 ng/dl versus the expected result of 2.72 ng/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ft4 result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a lower than expected ft4 result from a single patient sample using a vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. The result was considered lower than expected when compared to a vitros ft4 result from the same sample obtained from a different lot of vitros ft4 reagent. The assignable cause for the lower than expected vitros ft4 results could not be determined with the information provided. Instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The patient sample was not retested with either lot number to determine if the results were reproducible, therefore, a sample related issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ft4 reagent lot 4223.